Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are four additional complaints associated with the component lots for the reported issue. One opened probe was received with a tip protector, in pouch, for the report of could not cut during surgery. The returned sample was visually inspected and found to be non-conforming with white foreign material and brown foreign material (possible surgical material) on and inside the port. The sample was then functionally test for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Brown foreign material was observed on the inner cutter. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. Wear marks were observed at a couple locations on the inner cutter. The complaint evaluation confirmed that the probe had a cut issue. The root cause for the observed cut non-conformance is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut non-conformance was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut properly during a procedure with aspiration was working. The product was replaced and procedure completed with no patient harm.